Event description:
The reporter indicated that after vns revision surgery, the patient experienced cardiac arrest three times in recovery. The device was turned on to 1.0ma output current immediately after the implant. It was turned off after the patient experienced the cardiac events. The physician reported that the day after the event, he turned the generator back on to 0.5ma output current. The patient felt the stimulation to be strong, so the physician reduced it to 0.25ma.